Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to emergency room and hospitalized due to diabetic ketoacidosis as well as hyperglycemia, on (B)(6) 2019 with blood glucose level was 744 mg/dl at time of incident and treated with intravenous fluids at hospital. Customer stated that they also experience nausea, vomiting and abdominal pain at home before went to the emergency room. Customer stated that the bent cannula caused high blood glucose. Customer decline to troubleshooting for high blood glucose and bent cannula. Customer stated that they were not sure if auto mode was in use or not. The devices will not be returned for analysis.